Manufacturer narrative:
An investigation has been initiated. The returned device was forwarded to the manufacturer for evaluation. When the investigation is completed, a final report will be submitted.

Event description:
It was reported by the distributor that "there is a crack on the white tube." Patient outcome was good. Only the extension was changed.